Event description:
During a routine hemodialysis treatment, the cycler caution fluid air detected occurred when the dialysate was depleted. The operator discontinued treatment and did not perform rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The blood loss is attributed to the operator not following instructions per the user's guide. The cycler alarmed appropriately to the depleted dialysate. The user's guide contains adequate information regarding probable causes of alarms, alarm recovery instructions and rinseback instructions. Facility staff has provided additional review. Nxstage medical considers this report closed. No additional information will be provided.